Event description:
It was reported that the device took longer than ten seconds to charge to higher energy levels. Physio-control evaluated the device and observed that it would not charge to any energy levels. The device was unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined the cause for the malfunction to be an electrical short of a diode, cr 44.